Manufacturer narrative:
Medical product: wallaby anchorage stem part#412600063; lot#unknown, revision fem. Component a-right; part#43264011; lot#2141615. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and suffered of knee fracture and dislocation. Further information has been requested regarding revision surgery.

Manufacturer narrative:
Additional information which was received on jan 31, 2020. The manufacturer received x-rays and other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and suffered of knee fracture and dislocation. Further information has been requested regarding revision surgery.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: a2 - a4 - d6 - d7 - h2. Correction: b4 - d10 - g4 - g7 - h3 - h10. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00792.

Event description:
Investigation done.

Manufacturer narrative:
Investigation results were made available. D11: wallaby anchorage stem; part#: 412600063; lot#: 2038586. Revision fem. Component a-right; part#: 43264011; lot#: 2141615. Nexgen standard patella 29mm; part#: 59726529; lot: 61087899. Tibial met. Back for stem 68-ab; part#: 41276801; lot: 2193201. Trend analysis: no trend has been identified. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Event summary: it was reported that the patient had a wallaby iii total knee prosthesis implanted in 2004 after loosening of the primary tka performed in 2002. In 2010 a nexgen all poly patella was implanted in addition to the wallaby iii prosthesis. In 2019 the wallaby iii prosthesis was revised due to dislocation of the insert with loosening of the femoral component and complete instability of the ligaments with knee joint subluxation and large femoral defect. 2. Review of received data: implant card: a scan copy of the implant card with patient information data and affixed product stickers was received. Next to the affixed product stickers, the date on (B)(6)2004 is handwritten under date of implantation. The reference and lot numbers seen on the affixed product stickers are shown on the first page of this report. These cannot be confirmed with all the explants at hand as the marking is not always readable due damage or bone cement coverage. Surgical report on (B)(6) 2010. Pre-operative diagnosis: retro-patellar pain syndrome after total knee arthroplasty (tka) and tka revision right knee. Procedure: the right knee joint is opened. A pronounced synovitis is found. The knee prosthesis is stable and not loose. Therefore, a secondary retro-patellar replacement is performed. A lateral release and an extensive synovectomy are executed. The patella¿s osteophytes are resected, the patella equator is adjusted with the appropriate gauge and the protrusion is resected with an oscillating saw. Drilling is then performed followed by rinsing of the bone. A 29 mm all poly patella is placed and held in place until the cement is hardened. The knee is reduced and a good sliding movement of the patella is seen. According to the report and the accompanied page with the stickers of the products used in the surgery the following patella component was implanted: nexgen complete knee solution, all poly patella, size 29, thickness 8 mm, ref. No: 5972-65-29, lot no: 61087899. Hospital discharge report on (B)(6) 2010. Diagnosis: state after tka on the right side in 2002. State after right tka revision due to loosening in 2004. Anamnesis: increasing pain in the right knee after tka revision in 2004. The indication for surgical revision and patella replacement is given. X-rays on (B)(6) 2010: no fracture. Metal staples are visible. Patella view on (B)(6) 2010: the right patella with patella replacement is properly aligned with the retro-patellar bearing. There are no air inclusions in the soft tissue. Revision report on (B)(6) 2019. Diagnosis: insert dislocation with loosening of the femoral component and complete instability of the ligaments with knee joint subluxation and large femoral defect after state of tka with wallaby knee right side. Procedure: skin incision in the area of the old scare is made. There are no signs of infection. The dislocated insert is removed. High-grade ligament instability is seen. A debridement of the metallotic tissue in the sense of a partial synovectomy is performed until there is no more metallic altered tissue. Hemostasis, extensive irrigation and jet lavage is performed. It is sawed around the femoral condyles medially and laterally to loosen the joint-forming parts. The femoral component is knocked out. The cement mantle remains in place. The cement is removed. A large bony defect is visible. From the condyles only the cortical bone remains medially and laterally and towards centrally there is a larger defect. Overall, however, it is still possible to implant a link knee prosthesis without a replacement of the distal femur. Extensive irrigation and debridement is made. The cement is removed without problems with the chisels. Turning to the tibia. Cutting under the tibial plateau is performed. Then the tibia baseplate can be knocked out relatively easy. The cement is removed. It is observed that the bone is very soft here. Laterally there is only a very thin lamella that, however, can be well preserved. After removal of the cement debridement and jet lavage is performed. The rest of the surgical report describes the steps to implant a link knee prosthesis and is not further summarized. There is a correctly fitted and also centrally moving patella. The patella was not revised. Hospital discharge report on (B)(6) 2019. Histology: wear-induced type loosening. No sign of infection. Microbiology: staphylococcus aureus only in one sample and only after enrichment. Anamneses: the patient was admitted due to pain in her right leg with inability to walk that had been present since the morning. Walking with the walker in the apartment is only possible to a limited extent. Complaints in the right knee joint are known for years. There is pain in the right leg in the knee joint and thigh with swelling and deformity in the knee joint. X-rays of hip joint and thigh as well as knee joint and lower leg in two views on (B)(6) 2019: dislocation position in the knee joint with consecutive knee joint effusion in the suprapatellar recess, most likely corresponding to hemarthrosis. There is no periprosthetic fracture. Explant record form: the form states that the polyethylene insert was instable and dislocated due to wear. X-rays: ap and ml x-rays taken on (B)(6) 2010. The x-rays show the situation of the wallaby iii knee prosthesis before the retro-patellar replacement was implanted. The wallaby iii prosthesis is inconspicuous. The patella cannot be seen in the x-rays. Ap and ml x-rays taken on (B)(6) 2010. Compared with the previous study date metallic staples are now visible in both views. In the ml view the patella is displayed, it seems to have an inhomogeneous structure. Skyline view of the patella taken on (B)(6) 2010. The view shows the patella replacement aligned with the retro-patellar bearing. Metallic staples are visible. Ml x-ray taken on (B)(6) 2019. The x-ray shows, based on the position of the locking screw, that the insert dislocated from the tibial baseplate, migrated to anterior and rotated vertically. The thinner edge of the locking screw feature is oriented towards the posterior radio-opaque bead indicating an open position. There is no space visible between the posterior region of the femoral component and the tibial baseplate. Due to the low quality of the x-ray the bone situation around the knee prosthesis cannot be compared with the previous study dates. 3. Devices analysis: visual examination: the anchoring side of the wallaby iii femoral component and half of the still assembled anchorage stem are completely covered by bone cement of varying thickness. The proximal face surface of the cement around the anchorage stem shows a fracture surface. On almost the entire cement surface signs of a spongy bone structure can be seen. Instrument marks, probably made during revision surgery, can be seen on the cement covering the medial condyle and on the cement covering the lateral condyle posteriorly. On the lateral side of the component, a gap can be seen between the cement and the implant surface that is covered by a thin layer of cement. The articulation side of the wallaby iii femoral component shows scratches in the direction of movement as well as smeared material in the posterior region of both medial and lateral condyles. The locking screw for the anchorage stem was received disassembled from the component. On the articulation side of the tibial insert areas with layer delamination can be observed on the medial and lateral condyle. For the lateral condyle, on the area with delamination the top layer is partially peeled off and the lateral edge of the insert is partially deformed outwards. Delaminated areas are yellowish discolored. On the articulation surface, the loaded areas are polished and some scratches in the direction of movement can be observed. On the posterior edges of the medial and lateral condyle abrasion can be seen. On the insert¿s peg layer delamination can be seen on the posterior and lateral sides . The top polyethylene layer is missing from these areas. The medial side of the peg is shiny polished and a subsurface crack can be noted. On the anterior side two polished indentations can be observed medially and laterally. Layer delamination and some cracks can be observed along the anterior, posterior, lateral and medial side of the insert. The posterior snap feature is damaged as compared with the original insert. Layer delamination and cracks observed on the tibial insert can be ascribed to oxidation of the material. On the anchoring side of the insert the original geometry / contour is no longer visible and a new one had been formed due to deformation and wear. Small metallic particles are embedded in the polyethylene. Along the posterolateral and posteromedial edges of the insert a mixture of abrasion and layer delamination can be seen. Here, due to these phenomena the top layer of the polyethylene is folded towards proximal. The locking screw feature is close to position open. On the metallic surface of the locking screw feature some smeared material can be seen. For further investigation the locking screw feature was turned to position close. On the anchoring area of the locking screw feature smeared material and some wear could be observed. On the proximal side of the wallaby iii tibial baseplate polished spots / lines, polished areas and a quarter circumferential polished circle can be observed. The anterior rim of the baseplate is worn. Closer inspection of this area with the low power microscope, type leica mz16 a, revealed a worn sharp edge of the anterior locking feature. Just below the worn edge the anterior wall of the baseplate is worn. The anchorage stem is still attached to the baseplate. There are small remains of bone cement on the anchoring surface of the baseplate and on the anchorage stem. 4. Review of product documentation: all involved devices are intended for treatment. Conclusion summary: the patient had a wallaby iii total knee prosthesis implanted in 2004 after loosening of the primary tka performed in 2002. In 2010 a nexgen all poly patella was implanted in addition to the wallaby iii prosthesis. Combination of knee components from two different knee systems (i.e. Wallaby and nexgen) is not allowed and has to be considered off-label use. In 2019 the wallaby iii prosthesis was revised due to dislocation of the insert with loosening of the femoral component and complete instability of the ligaments with knee joint subluxation and large femoral defect. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The ml x-ray, taken on (B)(6) 2019 before the revision surgery, shows that the tibial insert is dislocated from the tibial baseplate, migrated to anterior and rotated vertically. Accordingly, during the revision surgery the insert was found dislocated. In the as-received condition the locking screw feature of the insert is in a position close to open. This can also be observed on the x-ray taken before revision that shows the thinner edge of the locking screw feature oriented towards the posterior radio-opaque bead indicating an open position. On the tibial baseplate polished spots / lines and a quarter circumferential polished circle can be observed. The latter corresponds to the position of the insert¿s locking screw feature. The anterior locking feature of the baseplate exhibits a worn sharp edge and just below this a worn anterior wall. On the locking screw feature of the tibial insert smeared material and some wear could be observed on anchoring area at the position close. Based on the above described phenomena it could only be hypothesized that during the time in vivo the tibial insert moved slightly back and forth in the anterior-posterior direction and rotated slightly on the baseplate. This could have caused the wear seen on the anterior locking feature of the baseplate, the polishing on the proximal side of the baseplate as well as the smeared material and wear on the locking screw feature of the insert. As a result of this movement, the locking screw of the insert could have slowly rotate itself towards the position open finally resulting in a dislocation of the insert from its intended location on the baseplate. After dislocation, the insert moved progressively to anterior which led to a newly developed contour on the anchoring side due to the contact with the rim of the baseplate. Finally the insert migrated to anterior and rotated to a vertical position. In this latter position the femoral component could get in contact with the tibial baseplate leading to polished areas on the baseplate as well as smearing on the condyles of the femoral component. The wear particles deriving from the unintended movement of the parts against each other could have led and/or contributed to the changes in the tissue seen at revision surgery. It remains unknown, if those changes are connected to the loosening of the femoral component mentioned in the diagnosis section of the revision report on (B)(6)2019, as signs of loosening in the form of polished areas could not be observed on the femoral component at hand. However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).